Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring >600 mg/dl with nausea and vomiting. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter stated the patient thought that the blood glucose meter would automatically send the blood glucose measurement to the insulin pump. Animas customer support provided education that this does not happen; the blood glucose measurement will automatically show on the meter only and the blood glucose measurement must be manually entered into the insulin pump by the user. The reporter stated this was why the patient¿s blood glucose has been high; because the blood glucose readings were not entered into the pump by the user. This complaint is being reported because the patient experienced serious injury while on insulin pump therapy associated with training/misuse.